Manufacturer narrative:
Additional product code: hwc. (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing location: (B)(4). Manufacturing date: 06april2016. Expiry date: 01march2026. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016 a proximal femoral nail anti-rotation (pfna) broke postoperatively. It was implanted on (B)(6) 2017 after a femur fracture and the revision took place on (B)(6)2016. No issues were noted during the implant procedure and it appeared the nail was inserted properly and in good position. Reported concomitant devices: pfna blade (part / lot: unknown, quantity: 1); locking bolt (part / lot: unknown, quantity: 1). This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. It was determined this report is a duplicate of (B)(4). The information in this report has been reported under report MFR number 9612488-2016-10407. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. It was determined this report is a duplicate of (B)(4). The information in this report has been reported under report MFR number 9612488-2016-10407.